Event description:
The user reports the device is causing significant distortion, echo, and sound looping into his right ear. The user also reports that previous fitting adjustments and troubleshooting did not resolve the issue. The user has never had satisfactory sound since activation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.